Event description:
The customer reported that while the system was in use monitoring patients along with telepacks, they had no mouse or touchscreen control. Trending and disclosure windows were appearing, and the ECG waveform disappeared for all patients. No patient injury was reported.

Manufacturer narrative:
The customer's biomed rebooted the system and patient monitoring was continued. Upon arrival at the site, the datascope patient monitoring service representative observed that the central was functioning normally. He observed that there was no waveform data in the disclosure screen for the time period in question. The cause of the loss of waveform data was not determined.